Event description:
The customer reported receiving no delivery alarms from the insulin pump during attempts to prime the device. The customer declined troubleshooting for the alarms, stating that the issue was resolved. The customer was advised to monitor the blood glucose values, and that the alarms may have been due to an issue with an infusion set and/or reservoir. The customer's blood glucose value was 222 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.